Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead exhibited a sudden change in impedance measurements reaching out of range. The ra lead exhibited an increase in pace impedance measurements reaching over 3000 ohms. A lead explant was subsequently completed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead exhibited a sudden change in impedance measurements reaching out of range. The ra lead exhibited an increase in pace impedance measurements reaching over 3000 ohms. A lead revision is expected at a future date, however both leads currently remain in service. No adverse patient effects were reported.